Event description:
It was reported that an symptomatic patient's left ventricular lead exhibited capture issue. Fluoroscopy showed that the lead had pulled back or gradually moved towards the proximal coronary sinus. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and post procedure.